Event description:
Three days postoperatively, the patient developed acute prosthetic thrombosis and expired. At implant, the annulus was calcified and the septum was hypertrophied. The valve was implanted in the supra-annular position utilizing a non-everting mattress suturing technique with teflon pledgets. Postoperatively, the patient was anticoagulated with coumadin and calciparine. Addititional information has been requested.